Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3-mar-2026, it was reported by a sales representative via sems-(B)(4) that an ar-3372-2702 sheath stopcock is not working properly. Noticed during a case with no patient effect.